Event description:
The patient's daughter reported that they were unsure if the v-go was working as the patient's sugar level is high at 471 mg/dl per the patient's glucose meter. It was reported that the patient used the bolus function three times that day. Additional information was unable to be obtained. No device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor attempted unsuccessfully to contact the v-go user after multiple calls. There is very limited information provided in the original complaint. The patient uses a v-go 30, but it is not known what type of insulin she uses in her device. It is noted that she is fairly new to v-go as she has been on it for a few months. She or her daughter called in with complaint that they didn't know if the v-go was working based on an elevated glucose level of 471. It is stated that she gave 3 bolus doses that day. It is not known what her glucose levels were prior to the complaint, what kind of diet she is on, if she exercises, what other medications she is on, if she is ill or stressed out. It is not known when the glucose reading was taken in relationship to the timing of her meal/food intake. It is not known what her insulin treatment was prior to starting the v-go or if her prior treatment was comparable to the amount of insulin she is receiving from the device. There is no information about what symptoms of hyperglycemia she had or if she had any treatment other than giving 3 bolus doses. A glucose level of 471 is considered a serious event, but there is no information if she sought out medical attention. It is possible that the v-go contributed to the elevated glucose level, or it could be a glucose excursion while learning how to use the device.